Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder leaked. The following information was provided by the initial reporter: "when phlebotomist changed tubes, blood leakage appeared in the holder. Phlebotomist is used with the product. Gloves was used. Photo was sent and attached to pir in files. No serious injury happened. No false results. Some blood exposure on gloves. None needle stick. No other action was taken. Leakage from back sleeve, blood in the holder due blood collection."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage with the incident lot was observed as it was noted that the sleeve did not retract and the tip of the cannula was visible. Additionally, 10 retention samples from bd inventory were evaluated by draw testing with 5 tubes each and the issue of leakage was not observed. Bd was not able to identify a root cause for why the sleeve failed to recover the needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder leaked. The following information was provided by the initial reporter: "when phlebotomist changed tubes, blood leakage appeared in the holder. Phlebotomist is used with the product. Gloves was used. Photo was sent and attached to pir in files. No serious injury happened. No false results. Some blood exposure on gloves. None needle stick. No other action was taken. Leakage from back sleeve, blood in the holder due blood collection."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/24/2021. H.6. Investigation: bd received 19 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for leakage with the incident lot was observed as it was noted that the sleeve did not retract and the tip of the cannula was visible. Additionally, 10 returned and 10 retention samples from bd inventory were evaluated by draw testing with 5 tubes each and the issue of leakage was not observed. Bd was not able to identify a root cause for why the sleeve failed to recover the needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder leaked. The following information was provided by the initial reporter: "when phlebotomist changed tubes, blood leakage appeared in the holder. Phlebotomist is used with the product. Gloves was used. Photo was sent and attached to pir in files. No serious injury happened. No false results. Some blood exposure on gloves. None needle stick. No other action was taken. Leakage from back sleeve, blood in the holder due bloodcollection"